Event description:
It is reported that the inserter fractured leaving the threads in the stem. The stem was then removed and new stem was implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.